Manufacturer narrative:
Patient information not available for reporting. Patient age reported as young. (B)(4). Device was not explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Initial reporter telephone not available for reporting. (B)(4). Review of the device history records has been requested. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported patient was implanted with a variable angle (va) lateral plate and an unknown quantity of 2/7mm cortex screws on (B)(6) 2018. It was further reported that one (1) of the 2.7mm screws bent and the head broke when tightening. Surgeon expressed concern of the screw¿s ability to hold the fracture. Surgery was completed with no delay. Patient is reported to be young with hard bone. Concomitant device reported: va lateral plate (part number unknown, lot number unknown, quantity 1). This report is for one (1) 3.5mm cortex screw. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: device evaluated by MFR, device manufacture date: DHR review was completed. Part: 204.838s, lot: l906079, manufacturing site: selzach, supplier: il-medtec ag, release to warehouse date: 25. May 2018, expiry date: 01. May 2028. Device was first manufactured unsterile under the lot: l897716 in grenchen and sterilized afterwards. As this complaint is neither packaging nor sterilization related only the manufacturing documents of the unsterile device 204.838 with lot: l897716 were reviewed: the device history record shows this lot of 240 pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacturing process. The review has shown that the screw was made out of blank 204.038.999 with lot: h614077. Therefore an DHR review for the blank from monument is needed: manufacturing location: monument, released to bp55 on 16-apr-2018, part number: 204.038.999, 3.6 mm screw blank 38 mm 03.5 cortex screw w/2.5 hex, lot number: h614077 (non-sterile), lot quantity: 936. Work order traveler met all inspection acceptance criteria. Inspection sheet, in-process dimensional met all inspection acceptance criteria. Component(s) reviewed: part number: 11139, 316ltcri3.58, bp 80 lot number: h472512, lot quantity: 2,180 lbs. Certificate of tests supplied by carpenter dated 28-jun-2017 was reviewed and determined to be conforming. Lot summary report dated 05-oct-2017 met all inspection acceptance criteria. Raw material receiving/putaway checklist met all inspection acceptance criteria. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition customer quality conducted a review of the provided x-ray. The complaint is confirmed for the deformation of this screw as on the received x-ray one bent screw is visible. The breakage cannot be confirmed on the x-ray. This lot of 240 pieces was manufactured in may 2018, all parts are shipped and we are not aware of any other complaint for this article- and lot combination (neither sterile lot: l906079 nor unsterile lot: l897716). The risk documentation was reviewed and it was found that this complaint condition is adequately addressed. Product was not returned, therefore no further investigation is possible. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant device: t8 stardrive screwdriver (part: unknown, lot: unknown, quantity: 1).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was further reported that it was the second screw down that was bent and the third screw down has the broken screw head. The most proximal screw is not affected.